Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "she was describing that her husband's line was loose. I wasn't sure if she meant the cassette popped off the pump due to incorrect loading procedure. Then after some more discussion, she describes to me that she used the blue clamp to clamp the tubing or "else the medication will go out of the line and it won't go to my husband". That's when I realized she meant that the tubing was entirely disconnected from the catheter. I asked her if that is what she meant, that the medication would drip onto the floor instead of to her husband's catheter because it's not connected. Luckily she knew to clamp the tubing to prevent it from dripping. I told her it would be best to call the doctor/anesthesia because they would be able to give her the proper advice to help with her husband's pain management. She told me that she tried connecting it, but it isn't fitting. I told her that she should refrain from trying to piece it back together in case of contamination, but calling her doctor and anesthesia would be better to point her in the right direction. She told me that their nurse was already on the way to their house for a pre-scheduled appointment, so she said maybe the nurse might know what to do as well. She understood our support line is just for the pump and not for the clinical parts. She thanked me and we ended the call." A patient was involved but not harmed.